Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery was only lasting 2 hours. The battery has not been damaged, dropped or exposed to water. The battery has been isolated. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery was returned for evaluation. A review of the battery¿s manufacturing documentation confirmed that the device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the battery in relation to the reported event. Failure analysis of the returned device revealed that the battery passed visual examination and functional testing. Log file analysis pertaining to (B)(4) revealed that the battery discharged as expected when in use. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.